Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination observed that the stent was not present on the balloon as it had been deployed in the patient. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation device. Positive pressure was applied when a leak was noted to be coming from the midshaft at 72 mm proximal to the guidewire exit port. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The damage evident to the midshaft is consistent with excessive manipulation of the delivery catheter while attempting to advance the device to the lesion. No kinks or damage were noticed along the shaft of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). Predilation of the lesion was performed 10 times at 20-24 atmospheres using a 3.0x10mm non bsc balloon catheter. Then a 28 x 3.50mm promus premier stent was advanced but was unable to cross the mid rca after 8 attempts. The lesion was again dilated three times with anchor balloon technique and the 28 x 3.50mm promus premier stent was again advanced to the lesion using a guidezilla guide extension catheter. The stent delivery system (sds) balloon was inflated however the pressure did not increase to over 4-5 atmospheres. Blood flow was then noted at the y-connector of the device. Dilation was again performed at high pressure and the stent was able to be deployed at 11 atmospheres. Post dilation was done using a non bsc balloon catheter and a 3.5x24mm promus premier stent was deployed in the mid rca and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). Predilation of the lesion was performed 10 times at 20-24 atmospheres using a 3.0x10mm non bsc balloon catheter. Then a 28 x 3.50mm promus premier stent was advanced but was unable to cross the mid rca after 8 attempts. The lesion was again dilated three times with anchor balloon technique and the 28 x 3.50mm promus premier stent was again advanced to the lesion using a guidezilla guide extension catheter. The stent delivery system (sds) balloon was inflated however the pressure did not increase to over 4-5 atmospheres. Blood flow was then noted at the y-connector of the device. Dilation was again performed at high pressure and the stent was able to be deployed at 11 atmospheres. Post dilation was done using a non bsc balloon catheter and a 3.5x24mm promus premier stent was deployed in the mid rca and the procedure was completed. No patient complications were reported and the patient's status was good.